Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that following the transcatheter valve implant, mild to moderate paravalvular leak (pvl) was noted and a post-dilatation balloon aortic valvuloplasty (bav) was performed with a 28 x 40mm z-med resolving the leak. The post bav gradient was 2 mmhg. No adverse patient effects were reported. Conclusion: the device history record (DHR) was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Information received by medtronic indicates that the implant procedure of the device was uneventful. No complications or procedural difficulties were reported and upon discharge, and at 30 day follow up, echocardiographic evaluations showed excellent pressures with no significant pvl or other anomalies. Approximately 90 days post implant, patient presented with ¿shortness of breath. Echocardiography revealed severe aortic regurgitation, which subsequently led to the decision to explant the valve. Inspection of the valve confirmed the presence of a tissue tear of one of the leaflets along the margin of attachment (moa). The tear appeared to have originated along the moa of the leaflet near node 4 of the frame and, with cycling, the tear appeared to have progressed upwards until reaching the free margin, resulting in the separation of the free margin from the commissure. There is no evidence of suture loosening or sewing seam unraveling. This type of tear is not typical of damage observed upon excessive durability testing on benchtop awt (accelerated wear testing) evaluations or during high pressure testing which are both intended to characterize long-term failure modes. In addition, inspection of leaflets 1 and 2 do not show any observation of tearing or other damage. Histological evaluation was also completed on the leaflets, showing no biological thickening or tissue changes that may have contributed to this tear. During the manufacturing process, all valves are subjected to functional testing to ensure proper function, including measurements of effective orifice area (eoa) and leakage, prior to release for distribution. This valve was tested in this manner prior to release, and review of the DHR confirmed acceptable results for eoa and leakage performance, meeting all specifications. The preliminary assessments of the cause(s) of this event suggest that a post valve deployment intervention is possibly among the factors leading to the damage of the leaflet. Post-valve deployment interventions can include guidewire crossing or balloon dilation of the implanted valve. However, without review of echo/cine/angio files for this case, an assignable root cause leading to the leaflet tear and subsequent regurgitation cannot be determined at this time. Overall, there was no information to suggest a device quality deficiency related to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, all leaflets were in the closed position with a gap between the coaptive ridges of leaflets 2 and 3. Leaflets 1 and 2 were slightly stiff but flexible and intact. A tear in leaflet 3 measuring approximately 12 mm was observed along the margin of attachment adjacent to the 1-3 commissure. The thinning appearance along the edge appeared consistent with a tear. Thinning or stretching on the tunica of leaflet 3 along the outflow margin of attachment was observed adjacent to the tear. A remnant of leaflet tissue remained attached to the stitching along the outflow margin of attachment adjacent to leaflet 3. The tunica of leaflet 3 on the outflow showed evidence of torn tissue which appeared in-line with the remnant attached to the outflow margin of attachment. A remnant of the free margin from the leaflet 3 remained attached to the commissure. Note: tissue on the inner lumen aspect of the skirt adjacent to the tear along the inflow margin of attachment appeared to have been torn and removed. The surface of the tissue appeared textured showing evidence of a tear. The 1-2 and 2-3 commissures were intact. A large tear of unknown origin was noted in leaflet 3 along the 1-3 commissure. Glistening off white pannus was observed along the inflow orifice, extending partially into the inner lumen to the inflow margin of attachment of leaflet 2. A large remnant of pannus was observed along the frame on the outflow. Pannus lines the outflow margin of attachment of leaflet 2. Remnants of pannus remained attached to the outflow margin of attachment adjacent leaflets 1 and 3. Pannus on the outflow was noted adjacent to the tear. Traces of pannus were observed on the outflow tunica of leaflet 3 adjacent to the tear along the margin of attachment. Pannus was observed on outer aspect of the skirt between the struts on the inflow frame. A remnant of pannus was observed behind the tear on the outer aspect of the skirt adjacent to the margin of attachment. An unknown amount of pannus appeared to have been removed on the outflow during explant. Radiography showed no evidence of frame fractures. Radiography showed no evidence of mineralization in the valve and/or host tissue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three months following the implant of this transcatheter bioprosthetic valve into a calcified and tortuous anatomy, the patient presented with shortness of breath. Echocardiogram revealed severe aortic regurgitation and a tear in one of the valve leaflets. A piece of calcium was noted behind the frame at this area. The physician speculated that friction from the calcium caused an issue with the leaflet. Nine days following the emergency room presentation, the valve was surgically replaced with a non-medtronic valve. The patient tolerated the procedure well. Upon explant, the valve was noted to have a non-provoked tear of the left coronary cusp (lcc) extending from the commissure of the lcc to the non-coronary cusp to the mid lcc directly below the left coronary ostia. No other adverse patient effects were reported.